Event description:
Account alleged the legs and head of bed are not going up and down.

Manufacturer narrative:
Technician replaced head up hydraulic valve and bed is now functioning properly. No injuries were reported.